Manufacturer narrative:
The sample tubes were not uploaded on a pre-analytical system.

Event description:
The initial reporter received questionable elecsys toxo igg results for two patient samples tested on a cobas e 801 analytical unit. The initial results were reported to the physician. The reruns were performed on the same line using another sample tube which was collected at the same time as the initial sample tube. The initial sample tube was also rerun on another line. Patient 1: the initial result using the initial sample tube was 4.48. The first repeat result from the same line using the initial sample tube was 4.71. The results were interpreted as positive. The second repeat result from the same line using the other sample tube was < 0.180. This result was interpreted as negative. This result was repeatable. The third repeat result from the other line using the initial sample tube was 4.70. The fourth repeat result from the other line using the initial sample tube was 4.98. Patient 2: the initial result using the initial sample tube was 5.28. The first repeat result from the same line using the initial sample tube was 5.58. The results were interpreted as positive. The second repeat result from the same line using the other sample tube was < 0.180. This result was interpreted as negative. This result was repeatable. The third repeat result from the other line using the initial sample tube was 5.39. The fourth repeat result from the other line using the initial sample tube was 5.32. The reagent lot number is 59823401 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The investigation determined that a local issue cannot be excluded. The investigation did not identify a problem with the reagent. The cause of the event could not be determined.